Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. On for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Download/pairing test was performed and passed. A review of the bin file was performed, and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.